Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously depressed creatinine_2 (crea_2) results obtained on twenty-three patient samples on an atellica ci 1900 analyzer. The customer performed quality control (qc) after the erroneous results, and it recovered outside the customer's acceptable ranges. Siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the available instrument data files and the information provided by the customer. The customer performed a calibration and ran qc, which recovered within the customer's acceptable ranges. The review of the calibration data showed that the calibrator response values were not consistent with the prior calibrations, indicating that the reagent in the creatinine_2 well was compromised. Siemens concluded that the probable cause of the event is consistent with the compromised creatinine_2 well. The analyzer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that they obtained erroneously depressed creatinine_2 (crea_2) results on twenty-three patient samples on an atellica ci 1900 analyzer. It is unknown whether the initial results were reported to the physician(s). The same samples were repeated on an alternate atellica ci 1900 analyzer. The repeat results were considered correct and reported to the physician(s). The customer stated that roughly half of the patients affected had delayed infusion treatment based on the initial results. The customer did not provide the sample ids for which the infusion treatment was delayed. There are no known reports of adverse health consequences due to the erroneously depressed creatinine_2 (crea_2) results and the delayed infusion treatment.